Event description:
A condylar plate that had been implanted for a distal femur fracture broke post operative. Post implant, patient appeared to be doing well and healing. Patient was told she could begin walking without her cane. At some point, post-operative patient was walking, heard a 'pop' and felt pain. X-ray showed the plate had broken. Patient was returned to the or for removal of the broken plate and revision to another, competitive plate.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number or lot number. No investigation could be reviewed without a lot number.